Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device has not been returned for evaluation. However, the root cause of the limb ischemia issue was patient condition related. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the peel away was removed and the sheath was repositioned and advanced into place. No distal pulses bilaterally, and the patient had a very poor perfusion prior to the cp placement. The family withdrew care after 88.55 hours of support the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.